Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 3.1.0) installed on samsung galaxy s20 (android 13) with mmt1884 780g pump (software ver. 6.42u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation of the latest logs, it appears that the user experienced a pairing loss because the android os removed the bonding/pairing keys. Bonding and pairing keys are generated and managed entirely by the android operating system, and the minimed mobile (mmm) app has no control over these keys. As the mmm app cannot access, back up, or prevent the android os from removing these keys, users are required to manually repair their medical devices when such a situation occurs. This is not an issue with the mmm app, as the app behaved as expected. Recommendation steps; would like to recommend to follow the steps as recommend flow: I have observed same issue before for few of our customers where it is resolved but following this steps could you please try this delete the pump's sn from bluetooth's paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (advised that all apps installed on the phone will be on its default app preferences) patient agreed. Uninstall the minimed mobile app from the phone. Restart phone. Reinstall the minimed mobile app to the phone. Attempt to pair back the pump the phone. Initiate an upload and sync to carelink after pairing. We are proceeding to close the ticket if customer still face issue we request helpline to reopen the ticket; we will investigate the issue further. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non physical devices.